Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, a reporter for the patient (the patient¿s wife), contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter displayed inaccurately high results compared to the patient¿s feelings/normal results and to another meter. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained by medical surveillance following a review of the call. Attempts to contact the patient/reporter with follow-up questions were unsuccessful. The reporter stated that within a few days of each other, the patient had experienced "two close brushes with death¿ due to an alleged inaccuracy issue with the subject meter. The start of the alleged inaccuracy issue was not established; however, the reporter stated that on the morning of (B)(6) 2017, the meter displayed an alleged inaccurately high blood glucose result of 257 mg/dl. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with the assistance of his wife as he is in a wheelchair; he takes lantus and humalog insulin which is adjusted with his wife¿s assistance. The reporter stated that around 9:25pm on (B)(6) 2017, the patient obtained a further blood glucose result on the subject meter of 171 mg/dl. She indicated that she administered 5 units of insulin to cover what the patient had eaten and to cover the high reading. She reported that around 1:00am on (B)(6) 2017, she found the patient unconscious, kicking, irrational and having a seizure. She reported that he was not able to communicate for three hours and it took him a few hours to realize who she was. She reported that when the patient¿s blood sugar levels are low, she treats him with peanut butter and honey; however, it was not established if this was the treatment he received on this occasion. The reporter also stated that she had compared results on the subject meter with those on a onetouch verio meter. The reported results were 418 mg/dl on the subject meter versus 338 mg/dl on the onetouch verio meter on (B)(6) 2017, and 112 v 90 mg/dl and 111 v 89 mg/dl on other occasions. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure. The reporter did not have control solution to test the meter and test strips. Replacement products, including control solution, were sent to the patient and the reporter was advised to contact lfs when the products were received to walk through a control solution test. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event, i.e. Unconscious, kicking, irrational, seizure and unable to communicate, after obtaining alleged inaccurate high results on the subject meter and injecting insulin.